Event description:
It was reported occlusion alarms occurred, but there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform a series of steps involving disconnecting and tightening tubing and delivering boluses, but the occlusion alarms recurred. It was identified that the occlusion was caused by a blockage in the cartridge. The customer plans to change supplies when possible and will continue insulin therapy when alerts occur until then.